Event description:
Pump is shutting off on the patient randomly and occasionally in the middle of the night. When she turns it back on, pump registers that she has no insulin and stops delivering insulin. The customer declined cts follow up at this time and further information was unable to be obtained.